Manufacturer narrative:
Pump received with stripped battery cap coin slot p, broken battery tube thread, and cracked case near display window corners noted.

Event description:
The customer reported via phone call that the insulin pump is cracked around the battery compartment. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting found that the customer cannot open the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.